Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery the soft tip extrusion cannulas were stuck in mid shaft of the trocars and they seems to be rough in that section of the cannula or not quite straight. The procedure was completed by using other cannula. The patient harm was not provided. Additional information has been requested.